Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their quality controls were within acceptable ranges on both days. There were no additional discordant results. As per dimension hcg instructions for use, "the concentration of hcg rises rapidly during pregnancy." A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the heterogeneous module, replaced the box pumps, aligned the sample and reagent probe, adjusted the temperature, replaced the reagent 1 probe, cleaned the cuvette windows, and decontaminated the instrument with microclean. The cse ran a check, which passed. The cse then calibrated hcg and ran quality control, which was acceptable. A siemens headquarters support center specialist reviewed the instrument data. For the sample in question, an atypical pattern was noted after incubation when the sample was transferred from the vessel to the cuvette. The absorbance at 577nm began to increase as would be expected. Then, instead of continuing to increase, the absorbance dropped below the original read. The same behavior was seen at the 700nm wavelength which is often used to measure the light scatter. Based upon this data, the potential cause of the event was due a sample specific issue as all other samples showed expected behaviors. All other reads reviewed showed consistent behavior which rules out instrument or reagent performance issues. The redrawn sample and the repeat of the original sample showed typical performance. The preanalytical variables such as sample handling could not be ruled out. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The initial result was reported to the physician(s), who questioned it. Two days later, a new sample draw was obtained from the patient and run on the same instrument, resulting higher than the initial result. The original sample was then repeated on the same instrument, also resulting higher than the initial result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.